Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level ranged from 150-200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.